Manufacturer narrative:
Method - device was not returned; followed up with company representative.

Event description:
It was reported that a (B)(6), patient underwent an x-stop procedure. Eleven months post procedure, the patient experienced new onset of bilateral buttock pain. No additional information was reported.